Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were pause episodes from the implantable cardiac monitor following implant. The device was undersensing with loss of contact. The device remains in use. No patient complications have been reported as a result of this event.